Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported that the patient accidentally backed up onto her electric fence. This occurred in (B)(6) 2015. She thought it had been turned off but it was not. She got electrocuted and nothing, the patient programmer (pp) or implantable neurostimulator recharger (insr), recognized her stimulator now. The system was not working, she could not feel stimulation and there was a loss of therapy. The patient was going to meet with a manufacturing representative (rep) to troubleshoot. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient was in overdischarge. No communication was established with the patient pr ogrammer, the recharger or the clinician programmer. The patient was not feeling stimulation and the last successful recharge was in (B)(6)-2015. A physician mode recharge session was performed and the device was charged to 25% and the power on reset was cleared. The device was charged the rest of the way. It was unknown if the jolting when the patient touched the electric fence affected the experience with the device as it was stated that the amount of time the patient went without charging may have been normal in terms of the discharge interval. The device was working again and the patient was happy and satisfied with her therapy.